Event description:
It was reported that three 512s were used during a hysterectomy. It was reported by the affiliate that the instrument would not retract from the trocar and perforated the iliac artery.